Event description:
It was reported that during the pre-use check, leakage of fluid from the product was observed. No patient injury.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one (1) photo was provided by the decontamination center; it shows a warming set of part number l-70ni next to its original packaging. The complete device is observed, but no damage or dysfunctional conditions are observed. One unit was also returned for investigation. Under visual inspection the distal end swivel return connector was observed to be separated with a lack of solvent. Functional testing confirmed the complaint when the unit was observed to leak at the distal swivel return connector and tube joint. Based on the unit returned by the customer the root cause was the lack of solvent caused by improper follow up of procedure. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Awareness notification was performed to personnel to explain the importance of adherence to manufacturing procedure.